Event description:
It was reported that the insulin pump had a crack around the battery compartment. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads, and reservoir lip.